Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: on examination, there was evidence of moisture behind the display lens. There was a visible crack in the pump case between the case seal and the upper right corner of the display lens edge. There was a visible crack in the battery compartment at the case seal below the bumper pad. A leak test was performed and revealed leakage at the crack in the pump case. The pump was opened for investigation and revealed evidence of moisture throughout the inside of the pump; on the main printed circuit board, the transceiver and the support bracket. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim/faded and discolored and the audio bolus button was unresponsive; the audio bolus button cover was intact with no evidence of moisture under the button cover or in the audio bolus button compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.